Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: pcb damage. The power module serial number: (B)(6) was returned for evaluation to the european distribution center (edc) and upon evaluation it was noted that four rubber vent bands were damaged and that the power module did not pass high voltage testing. The system powered on as intended. During the functional test, the system did not pass the high voltage testing on lvad connector. The main printed circuit board (pcb) was replaced, resolving the issue. Additionally, it was found that four rubber vent bands were damaged. The four rubber vent bands were replaced. Preventative maintenance was performed. Upon further analysis with ppe, the power module pcb was in unremarkable condition. The power module pcb was functionally tested, and it was confirmed that the high voltage test on the lvad (16-pin lemo connector) did not pass. Using a digital multimeter, it was determined that capacitor c51 had a higher capacitance than intended. The pcb not passing this high voltage test did not impact the functionality of the power module. The root cause for the high voltage test not passing was due to capacitor c51; however, the root cause for the reported vent band damage was unable to be conclusively determined through this analysis. The device history records were reviewed for the power module serial #: (B)(6) and the power module was found to pass all manufacturing and qa specifications. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the system¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module battery was short dated, the 4 rubber vent bands were damaged, and the system did not pass the high voltage testing on the on the left ventricular assist device (lvad) connector. The printed circuit board assembly was replaced, and the problem resolved.